Event description:
Reportedly, the patient was deceased on (B)(6) 2024 and he died at home before the emergency arrival - patient is included in study calliope. The cause of the death is unknown.

Manufacturer narrative:
The conclusions are as follows: some patient files have been retrieved until 1 months and 9 days before death: - on (B)(6) 2022: 2 days post implantation - on (B)(6) 2023: less than 2 months post implantation - on (B)(6) 2023: 3 months post implantation - on (B)(6) 2023: 6 months post implantation - on (B)(6) 2023: 8 months post implantation - on (B)(6) 2023: less than 1 year post implantation - on (B)(6) 2023: 1 year post implantation and 1 month and 9 days before death ((B)(6) 2024). From the 2nd day post implant to 1 month and 9 days before death, the device worked as per specifications. The variations noticed on the ventricular sensing curve do not indicate a device¿s malfunction and could not lead to an absence of pacing (death). The patient presented an ischemic cardiopathology with a renal insufficiency and severe sleep apnea disorders not controlled. Moreover, the patient was known for: - sleep apnea disorders, - second degree avii block, type I, at the implant (main reason for pacemaker implantation); - persistent af; - ischemic cardiomyopathy; - hypertension; - renal insufficiency. Before the pacemaker implantation, he had undergone 2 cardiovascular interventions: - on (B)(6) 2022: coronary revascularization; - on (B)(6) 2022: cardioversion by taken into account those information (co-morbidities) and the fact that no abnormalities were seen in the patient files until 1 month and 9 days before the death, a death-pacemaker relationship can be reasonably excluded.

Manufacturer narrative:
Communication with the hospital has been done but no further information can be provided. We are currently checking if this patient was followed under remote monitoring in order to analyze the files.

Event description:
Reportedly, the patient was deceased on (B)(6) 2024 and he died at home before the emergency arrival - patient is included in study calliope. The cause of the death is unknown.